Event description:
At a routine programming appointment an extrusion of the implant housing was discovered. No reported changes in hearing or sound quality and he has been wearing his audio processor. The user will see the surgeon. This report refers to 9710014-2025-01050. For further information please refer to this report.